Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system needle was difficult to remove during use, requiring the patient to be escorted to the emergency room to have it removed. The following information was provided by the initial reporter, translated from chinese: "when the product was punctured, it was difficult to pull out the needle after successful puncture with enhanced CT imaging. The needle was stuck in the patient's blood vessel. The emergency doctor pulled it out after treatment and found that the needle was barbed, which had a big impact on the patient. The patient complained and the sample needed to be returned... At 11:25 on (B)(6) 2023, in the CT room of the radiology department of xxxxx, the patient prepared a healthy physical examination body, underwent coronary artery cta examination, and placed a high-pressure indwelling needle. The nurse punctured smoothly (no repeated puncture). After the examination, the nurse removed the indwelling needle for the patient. During the extubation process, when the extubation was about 2mm left, it was difficult to extubate. The patient complained of unbearable pain. The nurse in the radiology department escorted the patient to the emergency department. After re-assessment by the head nurse and the head nurse, the indwelling needle was still difficult to remove. After being evaluated by the director of the emergency department, the front end of the blood vessel was pressed, and the catheter was successfully removed. The patient complained of no discomfort. Immediately report medical device adverse events and follow up the quality situation. After evaluation by the director of the emergency department, the front end of the blood vessel was pressed, and the tube was successfully extubated."

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system needle was difficult to remove during use, requiring the patient to be escorted to the emergency room to have it removed. The following information was provided by the initial reporter, translated from chinese: "when the product was punctured, it was difficult to pull out the needle after successful puncture with enhanced CT imaging. The needle was stuck in the patient's blood vessel. The emergency doctor pulled it out after treatment and found that the needle was barbed, which had a big impact on the patient. The patient complained and the sample needed to be returned... At 11:25 on (B)(6) 2023, in the CT room of the radiology department of xxxxx, the patient prepared a healthy physical examination body, underwent coronary artery cta examination, and placed a high-pressure indwelling needle. The nurse punctured smoothly (no repeated puncture). After the examination, the nurse removed the indwelling needle for the patient. During the extubation process, when the extubation was about 2mm left, it was difficult to extubate. The patient complained of unbearable pain. The nurse in the radiology department escorted the patient to the emergency department. After re-assessment by the head nurse and the head nurse, the indwelling needle was still difficult to remove. After being evaluated by the director of the emergency department, the front end of the blood vessel was pressed, and the catheter was successfully removed. The patient complained of no discomfort. Immediately report medical device adverse events and follow up the quality situation... After evaluation by the director of the emergency department, the front end of the blood vessel was pressed, and the tube was successfully extubated."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 11-apr-2023. H6: investigation summary: a device history review was conducted for lot number 2287466. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally a sample has been returned to aid in our investigation. During the inspection of the device, our engineers were able to observe a puncture or cut on the catheter tubing that resulted in a flap of the tubing jutting out and creating the appearance of a burr when viewed with the human eye. The orientation of the puncture is inconsistent with any damage that could have been sustained during manufacture. Based on the observations made by our engineers they were unable to associate the observed non-conformance with the manufacturing process at the conclusion of their review.